Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed investigations. Advanced failure analysis investigations replicated/confirmed the customer reported complaint. The instrument was re-installed on the system and was able to clamp a fire without issue. Two reloads were successfully fired. Replicated and confirmed the noise coming from instrument housing. Opened the housing and noticed a bearing missing in the backend. Bearing that is missing normally gets installed over the drive input shaft and sits in the low drive support. As a result of this bearing not being installed, the input shaft can move sideways, which can result in gears making a clicking/grinding noise during clamping/firing. Root cause of missing bearing is manufacturing related. Additional observation did not report the site was the instrument failed to engage on an in-house system 2 out of 4 times due to a failed roll hardstop check. Excess friction was observed when manually rotating the main tube. Friction is likely the result of this instrument containing an undersized roll bushing. The roll bushing binds against the roll gear during engagement. Root cause of an undersized roll bushing is supplier manufacturing related. Additionally, the roll bushing was corroded. Corrosion likely developed after the procedure during transit to intuitive, and likely exacerbated the roll friction, leading to engagement failures in house.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found from the following fields: d9 and h2, h3. Failure analysis (fa) information can also be found in section h10. The sureform 60 stapler has been returned and evaluated by the failure analysis (fa) team. The instrument was found to have abnormal noise during the firing test. The I-beam was extended, and no friction was observed. The sureform 60 stapler instrument was placed and driven on an in-house system. The instrument passed initialization and moved intuitively with full range of motion in all directions. The instrument jaw opened/closed properly, clamped, fired and unclamped without any issues. Additionally, confirmed the alleged issue was not replicated during testing, but confirmed through log review as the stapler instrument was found to have a firing failure. Furthermore, the stapler instrument was found to have binding of the roll bushing and friction is observed when manually rotating the main tube. Fa attributed this failure to a manufacturing issue. Fa identified signs of corrosion on the instrument bearing. The bearing found at the proximal end of the main tube exhibited orange discoloration and corroded metal shavings were found stuck to the magnet. Fa attributed this failure is to transport/storage. Intuitive surgical, inc. (Isi) also received a sureform 60 blue reload as it was returned with the stapler instrument. The reload was found to have the knife exposed within the knife track and the reload was found to have a firing failure during in-house inspection. Fa identified no blade damage. This complaint remains a reportable event due to the following conclusion: it was alleged that staples were malformed with unknown cause. Malformed staples may contribute to an incomplete staple line. If not recognized during the procedure, medical intervention, including additional surgical procedures, may be required in the event that the staples are not formed as expected. At this time, it is unknown what caused the event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, the customer tried to get the load into the stapler it was difficult to get the load in. The team got it in and docked the stapler. This was the first fire and no errors showed. When firing, the stapler made a really loud ratcheting noise. It fired about 1cm and stapled but didn't cut the tissue, then said tissue too thick. A new stapler and load were opened and used without issue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
The sureform stapler 60 instrument has been returned for evaluation; however at this time, evaluation is not yet complete. A follow-up MDR will be submitted post engineering evaluation and/or if additional information is received. A review of the instrument log for the sureform stapler 60 (480460-09/l11220805 0038) associated with this event has been performed. Per logs, the sureform stapler 60 was last used on (B)(6) 2022. No image or procedure video was provided for review. A review of the instrument logs for the sure form 60 stapler associated with this event has been performed by an isi failure analysis engineer (fae). The following additional information was provided: logs show (B)(4), ln l11220805-0038 was installed once with a green reload. One clamp was completed, followed by a firing failure at a completion percentage of 29%, with multiple pauses for compression. There were no incomplete clamps by this instrument and there were no stapler related errors in the msc logs. Logs are attached. This complaint is being reported based on the following conclusion: it was alleged that the staple line was incomplete. Missing staples may contribute to an incomplete staple line. If not recognized during the procedure, medical intervention, including additional surgical procedures, may be required in the event that the staples are not delivered from the reload. At this time, it is unknown what caused the event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.